Event description:
It was reported that the user experienced persistently elevated blood glucose during the day with episodes of low blood glucose during the night while using the ilet bionic pancreas, and they sought guidance on algorithm use and treatment of low glucose; no alerts or alarms were reported, and no hospitalization occurred. Symptoms included hyperglycemia and hypoglycemia. Outcomes included the need for user education and troubleshooting with no clinical intervention reported. Investigation included customer support review and an offer to consult a trainer for algorithm education. Investigation of this case revealed that no device malfunction was identified and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.